Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 08/28/2017 with the following findings: review of the alarm history revealed multiple consecutive call service alarms cs054/cs052/cs012. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation duplicated the complaint. Investigation determined the blank display was the result of an internal slave processor failure.